Event description:
Prior to procedure, the customer reported the 4k camera head had a fuzzy image. There was no delay and the intended procedure was completed using a different device/ no patient injury or harm was reported. There was no physical damage to the camera head end, the connector or the cable and the device did not sustain a deep impact.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cable was broken due to excessive pressure applied to the cable by the user, which prevented communication between the camera head and the video processor, and the no image phenomenon was considered to have occurred. As stated on the IFU and as a preventive measure, the user manual states: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center. The evaluation found there is no image due to a defective cable unit. In addition, the focus ring has cracks and the rear cover labels are faded. The device was repaired to standard specifications and returned to the customer. The device was previously service/inspected but returned unrepaired to the customer on (B)(6) 2020. The previous evaluation results were consistent with the current evaluation. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the customer reported damage to the 4k camera head; camera head is obstructed. No patient injury or harm was reported.